Event description:
Reportedly the patient developed "pain and [is] required ... To see a doctor frequently after surgery and [is] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disc herniation l4-5, degenerative lumbar disc disease l4-5 with discogenic low back pain l4-5 and underwent the following procedures: l4-5 lumbar laminectomy, partial medial facetectomy, with wide foraminotomy, posterior non-segmental instrumentation l4-5 with posterior intertransverse process fusion l4-5,with local bone graft and one small sponge, with posterior lumbar interbody fusion through transforaminal window left side, with placement of intervertebral body replacement cage l4-5, and local laminectomy bone graft in which rhbmp2/acs was used.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.